Manufacturer narrative:
The cot was evaluated by an authorized service technician. A visual and functional evaluation was conducted on the stretcher. There were no issues found that would have contributed to the incident. Instructions for unloading the stretcher with a patient are provided in the IFU along with warnings and/or notices to ensure safety during the unloading process. No additional updates have been provided pertaining to the alleged injuries.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not catch the safety hook and head end of the stretcher lowered to the ground. It has been alleged the patient sustained injury as a result; however, additional details have not been provided to date.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not catch the safety hook and head end of the stretcher lowered to the ground. It has been alleged the patient sustained injury as a result; however, additional details have not been provided to date.